Manufacturer narrative:
(B)(4).

Event description:
Initially on (B)(6) 2010, a pt reported a loss of therapeutic effect while their device system was turned on with a decreased amplitude setting. The pt turned down the amplitude setting of their device because she believed the device was impacting the nerves in her legs. Additional information received on 10/19/210 noted that the pt met with a physician and company representative, as she was still having problems with her device system. It was indicated that the pt was to have surgery on (B)(6) 2010 to explant their device. The pt outcome was not reported. Additional info will be provided in a follow-up report as it becomes available.